Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat end-stage arthritis. The patella was resurfaced and unknown cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address a grossly infected right knee. The procedure was a stage-one of a two-stage plan to treat chronic osteomyelitis of the tibia, femur, and patella. There was a noted large prepatellar abscess infectious collection with skin necrosis, wound measuring approximately 3 x 5 cm., and erosion of bone. The tibial tray and patellar component were both loose at the cement to implant interface. There was also synovitis and adhesions. All components were removed. A competitor antibiotic spacer and products were implanted as part of the stage-one procedure. Doi: (B)(6) 2014, dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed